Event description:
It was reported that the patient experienced a skin rash after the implant procedure. The physician believed that the skin rash was an allergic reaction to the skin glue or dressing. The patient was sent to the emergency room (ER) and was given cortisone. The rash has since disappeared.